Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving baclofen [2000 mcg/ml] at a rate of 200 mcg/day via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient came into the ICU on (B)(6) 2017 and it was found that they had an infection. The patient is currently on antibiotics and the infection is being treated and has gone down. The patient still has bad spasticity. There were no motor stalls or any other anomalies in the pump logs. They were able to successfully update the pump. It was stated that they think the infection could be the noxious stimuli that is causing the increase in spasticity. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reported the rate was increased and the patient got floppy. The rate was decreased. The patient was supplemented with oral baclofen.